Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). Component code: (B)(4). Ethicon inc received a photograph for evaluation and a needle with product code w9918 was observed. The needles were observed with the use, body fluids, marks and divided into three parts at the tip of the needle. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use on the patient it was reported that the end of the needle got split into three parts when sewing in the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2022. H3 investigational summary: ethicon inc received a photograph for evaluation and a needle with product code w9918 was observed. The needles were observed with the use, body fluids, marks and divided into three parts at the tip of the needle. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? : take out the needle in the same procedure . Was there any additional tissue damage as a result of searching for the needle piece? : no other tissue damage. What is current condition of the patient? : patient recovered normally. What was the size of the needle used? : needle length: 40mm. Was more than half the needle retained in the patient? : there is no needle residue in the patient's body, and the needle tail is split . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.